Event description:
It was reported via the implant patient registry that this valve model 290023mm was explanted from the aortic position after an implant duration of 9 years and 5 months due to calcific degeneration leading to severe insufficiency. As reported, "the left coronary cusp was heavily calcified but somewhat mobile. The noncoronary cusp was heavily calcified and completely immobile. The right coronary cusp was torn from the commissure of the right and non to the nadir which was consistent with severe aortic insufficiency". The patient presented with heart failure,worsening dyspnea, likely related to the torn non-coronary leaflet. It was suspected that this was an active process resulting in a worsenign clinical state. A valve model 3300tfx23mm was successfully implanted in replacement. Unfortunately the patient expired in cvicu following a complicated pre- and post op course.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b2, b4, d4, g3, g6, h2, h4, h6. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this valve model 290023mm was explanted from the aortic position after an implant duration of 9 years and 5 months due to structural valve degeneration. A valve model 3300tfx23mm was implanted in replacement. The patient did well after the procedure. No other information was provided.